Manufacturer narrative:
Additional information added to: e2, g2 for biomed as health professional.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced left iui replaced as found software version 9.33.0.50, as left sofwtare version 9.33.0.50. A review of the device history record for sn (B)(6) was performed, which showed the device had a manufacture date of 18jan2021 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
The affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the device would not turn on. There was no patient involvement.